Event description:
It was reported that the patient presented to hospital with symptoms of atrial fibrillation. Oversensing of far-r waves was observed on the stored egm on the atrial channel. Device was reprogrammed. The device will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.